Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(6) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned that they were having trouble recharging their implant. They had to plug controller in to power supply to recharge it to 100% and then attempt to recharge their implant. Pt mentioned it took forever to recharge the implant as it was slow and screen said recharging but then went back to reposition recharger screen. Pt also mentioned controller was taking long to charge as well. Agent instructed pt to plug controller in to ac power supply without li battery and pt reported the screen turned on. Agent instructed pt to inspect battery and pt mentioned it looked fine. Agent instructed pt to check battery compartment pins and pt mentioned 3 of the pins looked dark and one looked bent down. Pt mentioned the issue has been going on for a while maybe 3-4 months but at least 3 months. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt mentioned on (B)(6)2023, they got a replacement controller, but replacement controller "did not fix the issue." Pt clarified that the issue was with charging their implanted neurostimulator(ins). Pt said they would charge with excellent recharge quality, but the quality would just switch to the word "recharging" frequently or the ins would stop charging all together and the pt had to restart the charging session. Pt mentioned charge times had increased and sometimes they spent 2 hours charging their ins to 50%. Pt said they could not move or breath at all when charging because the ins would stop charging. Pt said they could feel when they had a good connection because the controller would vibrate in their hand. Pt said controller battery was depleting quickly when charging the ins and the rtm was getting "really warm." An email was sent to the repair department to replace the rtm.